Event description:
A site reported a loss of telemetry monitoring for 2 pts for approximately 2 hours due to a presumed network cable issue. No alternate monitoring was established during this time. There were no pt injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.